Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted multiple episodes with both shocks and anti-tachycardia pacing (atp) that appeared to be a result of atrial fibrillation (af) with supraventricular tachycardia (svt). Ts discussed reprogramming options as well as suggested further review of the patient condition to determine if rate control medication was appropriate. This device was subsequently reprogrammed later that day and remains in service. No additional adverse patient effects were reported.